Event description:
Customer reported that the insulin pump had an empty reservoir error message that could not be cleared. Customer reported that the escape button was unresponsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected empty reservoir or frozen screen noted. Pump passed displacement test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).